Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high" with moderate ketones and vomiting. A specific bg value was not reported. The customer administered a manual injection of insulin to address the bg. The customer changed supplies to address the issue.